Event description:
It was reported that an ilet pump became stuck on a graph screen and the touchscreen was intermittently unresponsive, preventing access to notifications and the menu; a restart via the mobile app cleared the graph screen but the screen remained unresponsive afterward. Symptoms included no reported clinical effects. Outcomes included no reported impact to health and no medical intervention. Investigation included basic troubleshooting and education with a device restart. Investigation of this case revealed a suspected device malfunction related to the display or touchscreen interface, with potential exposure to moisture before the issue was noted. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of unknown root cause.